Event description:
It was reported that the customer's insulin pump alarmed motor error during the basal delivery. The blood glucose reading was 203mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The mother stated that the device was exposed to an x-ray two weeks ago, but the insulin pump was under the lead vest. Assisted the caller to run the displacement and self test and they passed. Reviewed the alarm history and found motor error, battery out of limit, and no delivery alarms. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. However, the device passed the motor test. The unit was returned with missing end cap sticker.